Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their back pocket and the luer lock on the pump shifter causing the touch screen to become shattered. Customer is unable to interact with the pump touch screen to deliver insulin due to the damage. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.